Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement articulating arm shipped to site 11/15/2016. No parts have been received by manufacturer for analysis. - no further issues have been reported. Part not received by manufacturer.

Event description:
A medtronic representative reported a site navigation system articulating arm was damaged. Noted was that the articulating arm would not tighten properly. No further details regarding the damage, or how it occurred, were provided. This occurred prior to a procedure, during set-up, an alternate articulating arm was brought in to be used in that procedure. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information: although a specific cause of the reported incident was unconfirmed as the part was not returned to the manufacturer, an investigation into returned parts with similar reported malfunctions found that the probable root cause was wear in both the elbow & ball and socket joints which was attributable to normal usage.